Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that post catheter placement procedure, the catheter part which was outside the patient's body was allegedly broken after moving to the ward. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one bard 7.0fr d/l catheter in two segments were returned for evaluation. In addition to the returned physical sample, four electronic photos were provided for review. Gross visual, microscopic visual and functional testing were performed on the returned sample. The investigation is confirmed for the reported fracture and identified material separation issues as the red luer extension leg was received detached from the catheter. A complete diagonal breaks were noted on the distal end of the red luer extension leg segment and the proximal end of the extension leg attached to the y-body. Also, a complete diagonal break was observed on the distal end of the catheter body. Further, the provided photo review also confirms the same. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6(device, method) h11: h6(result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. See h10.

Event description:
It was reported that post catheter placement procedure, the catheter part which was outside the patient's body was allegedly broken after moving to the ward. There was no reported patient injury.